Event description:
It was reported that a right atrial leadless pacemaker exhibited loss of capture and under-sensing during a post-implant check. Dislodgement was suspected and then confirmed through a chest x-ray. Device had moved to the right ventricle and was retrieved during an additional procedure. Helix damage was also noted during the retrieval. A new device was implanted. Patient was stable with no symptoms.

Manufacturer narrative:
Reported events of failure to capture, device dislodged or dislocated, and under-sensing, and broken helix were unconfirmed. Visual inspection noted the outer and inner helixes were stretched out of specification. The inner and outer helixes elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification and sensing test found no anomaly contributing to reported event of capture problem or sensing problem.

Manufacturer narrative:
Correction: h11 - reported events of failure to capture, device dislodged or dislocated, and under-sensing, and broken helix were unconfirmed. Visual inspection noted the outer and inner helixes were stretched out of specification. The inner and outer helixes elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification and sensing test found no anomaly contributing to reported event of capture problem or sensing problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.